Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Analysis could not be performed as customer rejected the onsite visit for service and analysis. However preliminary assessment based on customer allegation concludes that the issue might have occurred as the detector might have been dropped by the user. Based on the information available, the cause of the problem couldn't be confirmed. Although, based off the assumption by the remote service engineer, it was concluded that the detector might have dropped. The device was returned to use with limitation as accepted by the customer. The investigation concludes that no further action is required at this time.

Event description:
It was reported the detector does not stays in place on wall stand bucky and that it might have dropped. The device was in clinical use and there was no patient or user harm.